Event description:
A pt had a laparoscopic gastric bypass in 2003. 4 days later, the pt was taken back to surgery for an open procedure. The pt expired three hours post operatively. It appears that the staple line didn't form properly.